Event description:
Per provider: pvc tubing is leaking. Per independent repair center statement: unit alarming or red light. Key failure is pvc tubes leaking. Additional issues tie wraps leaks and hose clamps leaks.